Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6) it was reported to abbott, a patient had a history of auto reducing of the right brain lead. The impedances were technically okay but lower than the rep expected on directional contacts. Intra op inspection of one extension showed it appeared bent near the header. The physician opted to replace the lead. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's system was autoreducing due to low impedances. Inspection revealed that the patient's lead extension was bent. As a result, the patient underwent surgical intervention during which the lead extension was explanted and replaced. Effective therapy was established post-operatively.